Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 90% re-stenosed, concentric lesion in the distal circumflex coronary artery. The 3.25x8 mm nc trek balloon dilatation catheter (bdc) was advanced without resistance in the patient anatomy to dilate a previously deployed stent, which was found to be not fully apposed to the vessel wall. The nc trek bdc was inflated to 8 atmospheres during the first inflation; however during the second inflation to 12 atmospheres the balloon ruptured. The stent was further dilated with an unspecified 10 mm bdc, however because the stent did not fully dilate an unspecified non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.